Event description:
It was reported that during a laparoscopic ileocecal resection procedure, the clip was not fed into the jaws properly at the 1st firing. When the device was fired out of the patient, the clip was not fed into the jaws as well at the 2nd firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: did the clip feed slowly into the jaws?---no. Did the clip feed sideways into the jaws? ---no the clip could not be fully advanced into the jaws. What vessel or structure was the device fired on at the time of the event? ---blood vessel. Was the clip fully advanced into the jaws prior to firing? ---no. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---no. Were any unexpected noises heard? If so, when? ---no . Did anything unexpected happen prior to this incident? ---no. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward the tissue stop causing the jaws to remain closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; a pear shaped clip was released. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. The eleven remaining clips were conforming according to our manufacturing specifications and then, it locked out as intended but the orange indicator did not show up; this finding is not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.